Manufacturer narrative:
Additional information was received. Per the study site, there was a data entry error. The patient was observed to have mild pvl post tavr procedure. In this case, no serious injury was reported. The pvl was not severe and there was no allegation of device malfunction. The patient was discharged on post op day 5 with no indication of any actions taken. As such, it has been determined that this event does not meet the criteria of a reportable event. A corrected supplemental report is being submitted.

Manufacturer narrative:
Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including, but not limited to, malposition of the valve, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, a severely elliptical annulus shape, valve under-sizing. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. In this case, the device is not available for evaluation as it remains implanted in the patient. However, there was no allegation or indication a device malfunction contributed to this adverse event. The cause for the regurgitation could not be determined with the limited information available. However, the patient and procedural factors listed above may have been contributing factors. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6), two days after the implant of a 26mm sapien 3 valve by transfemoral approach, the echo showed severe aortic regurgitation. The patient was discharged on post op day 5.